Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.

Event description:
It was reported that bd 13 mm ss vial access device flow issues- fluid blockage the following information was provided by the initial reporter: description: consumer called and stated that she received a replacement of winrevair from accredo pertaining to pqc case#: (B)(4), and the replacement winrevair she received has the same defect on the prefilled sterile water syringe. During preparation, patient attached the prefilled water syringe to the vial adapter on the winrevair vial but was unable to push any of the water into the vial. No defects or damages noticed to any of the contents of the kit. Patient stated that she is late on her dose. Caller will send in photos to mnsc and also hold the product for retrieval. See cr case#: (B)(4). Patient attached the prefilled water syringe to the adapter on the winrevair vial but was unable to push any water into the vial. Resistance was felt when pushing down the plunger and nothing was able to be pushed into the vial. No damages or defects noticed with the contents within the kit. Accredo was emailed to try & reach the patient. They said, they had to leave a message & will let me know the outcome.

Manufacturer narrative:
No product and one photo was returned by the customer, of material 2203e, lot: 23085416. Examination of the photo provided does not show the failure reported. The customer complaint of clogged / blocked could not be verified due to the product not being returned for failure investigation. Due to an increase of complaints reported by merck for smarsite occlusion, a corrective and preventative action assessment was carried out for the failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.